Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a supplier hardware error. During a routine inspection, after removing the covers on the c-arm holder, a crack formation was discovered. Upon closer inspection and analysis, this crack formation was found in the c-arm holder structure. An analysis of the c-arm holder structure showed that the material used was error-free, however, the casting process was not performed under ideal process conditions and material binding was not present at the crack line. The affected system has been repaired in the factory and returned to the customer. Siemens is carrying out a field inspection of the entire production of this supplier via a field safety corrective action ax067/19/s. This action has been reported to the FDA under 21cfr part 806 report # 2240869-11/25/2019-0079-c.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction was identified on the cios alpha system. A crack was identified on the c-arm support beam. There is no report of impact to the state of health of any patient or user involved. Siemens is conducting a thorough investigation of the reported events.